Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that the iabp generated a "power up tests fails code 14" alarm. The fse replaced the scroll compressor. The iabp then passed all functional and safety tests per factory specifications and was returned to the customer, as well as cleared for clinical use. Exceeded minimum characters, but should have read (B)(4).

Event description:
During service test, the customer reported that the intra-aortic balloon pump (iabp) generated a "power up test fails code #14" alarm. There was no patient involvement, therefore no adverse event was reported.